Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Episodes detected as ventricular tachycardia with therapy provided. After the anti-tachy pacing therapy, lead noise appears prolonging the episode which eventually terminates. Analysis of the device memory indicated detection due to the lead noise oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD). Noisy signal led to false detection and inappropriate therapy. On the recorded episodes and during threshold testing the signal seems to get noisier after pacing and antitachycardia pacing (atp). The physician requested analysis on whether the problem is caused from the device or the leads. The device was reprogrammed and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.